Manufacturer narrative:
The device was not returned to ventec for evaluation. The cause of the report issue could not be determined.

Event description:
It was reported to ventec that the device was providing inaccurate fio2 (fraction of inspired oxygen) readings. The reporter advised that the device was only reading 85% oxygen when connected to 100% oxygen. There was no patient involvement associated with the reported event.